Event description:
It was reported that intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support. No additional information was provided.